Event description:
It was reported that this right ventricular (rv) lead was explanted due low amplitude and poor morphology issues. Another rv lead was successfully placed. No additional adverse patient effects outside of the replacement procedure were reported.